Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient morphology was described as concentric with a b mori classification and smooth ulceration. The target lesion exhibited 83.3% stenosis. It was reported that the patient was treated with one stent which could possibly be a driver, an integrity bms or a non-mdt stent to treat basilar artery occlusion. Complications within the first 30 days included ischemic stroke. It was reported that the patient expired due to pontocerebellar infarction.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.